Event description:
An non health care professional prepared a draft manuscript with the patient perception and self-reported outcomes with presbyopia correcting intraocular lenses (pciols): a social media listening study. This was a non-interventional retrospective study that used pre-defined search strings to identify publicly available social media data discussing patient perceptions and outcomes with seven pciols (three trifocal, one multifocal with continuous range of vision, and three extended depth-of-focus [edof] pciols). Relevant posts were searched from reddit, youtube, and facebook and patient forums patient.info, medicine.net, optiker-forum, and medizin forum from september 2020 to october 2022 in four languages (english, german, french, and spanish). 2,237 posts were included, all in english, with 68% of posts identified on patient.info. The themes most discussed by patients were quality of vision (69% of total posts), patient experience after pciol implantation (30%), patient perception before pciol implantation (26%), and visual disturbances (24%). Patient perception of pciols was most frequently influenced by healthcare professionals, online reading, and online videos (31%, 18%, and 15% of posts, respectively). 215 posts (9.6% of total) discussed glasses use after pciol surgery: for edof and trifocal/multifocal pciols, 37% and 56% of posts discussing glasses use stated being glasses free, respectively. 537 posts discussed visual disturbances: halos/rings (662%) and starbursts (36%) were the most discussed visual disturbances for all lens types. Being glasses free after pciol implantation appeared to be a key driver of patient satisfaction. 24% (n=537) of analyzed posts discussed visual disturbances. The visual disturbances discussed in 282 patient posts were grouped into 7 categories and included halos/rings, starbursts, glare/glow, shadow/ghost, disturbance, double vision, and floaters. Visual disturbances were discussed in 383 posts for trifocal/multifocal pciols (71% of all posts discussing visual disturbances) and 340 posts (63%) for edof pciols.23% (n=503) of analyzed posts discussed impact related to activities of daily life. Of these, 55% (n=279) of posts discussed adl after pciol implantation, including driving (n=101 posts [36%]), computer/monitor use (n=98 posts [35%]), reading (n=89 posts [32%]), and mobile phone use (n=80 posts [29%]). Some posts discussed post-surgical complications for both lens categories. Most discussions in this theme evolved around additional interventions after pciol implantation, namely laser enhancement (38% and 30% of edof and trifocal/multifocal pciol posts in this theme, respectively); followed by discussions on lens explanation/exchange (27% and 34% of edof and trifocal/multifocal pciol posts, respectively); and floaters (26% and 14% of edof and trifocal/multifocal pciol posts, respectively). Social media is a rich source of information on patient perception and experience of pciols and can help guide healthcare professionals on patient counseling and expectation management tailored to each pciol type to improve overall patient satisfaction. This file is created for the patients who experienced glare, halos, starburst, diplopia, vision disturbance, shadowing/ghosting, dysphotopsia, irritation, dry eye, posterior capsule opacification, edema, pain, floaters, cat eye/diamond eye, reflection after the implantation of extended depth of focus (edof) lens. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additionally, some people also underwent yag laser treatment. There were 2 files associated with this report. This is 2 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Halos/rings (66%) and starbursts (36%) were the most discussed visual disturbances for all lens types.